Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient had a blood glucose of 260 mg/dl, which went to 353 mg/dl an hour after a correction dose of 1.2 units was given. The patient had abdominal symptoms, nausea, blurred vision, symptoms of dehydration, extreme drowsiness/confusion, and large ketones. The patient was treated with IV fluids. During troubleshooting, customer support found that the basal delivery totals in tdd did not match active basal program total, and could not identify a cause for the variation. The patient was advised to discontinue pump use. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in the basal program was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.